Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/18/2017 that on (B)(6) 2017, the transmitter only lasted two months. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter lasting only two months was confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing and a pairing test was performed and the tests failed. A review of the shared data log confirmed the reported event that the transmitter only lasted two months. A root cause could not be determined.